Event description:
On 10/24/96, at approx. 12:30 am rn, received a call from nursing home informing her that the pump was alarming up-occlusion, down occlusion, and low bag. The nurse stated that it was "fine now". About 3:30 am, a new bag was applied. The pump displayed a reprogrammed rate to deliver at 11.6 ml/hr in the pca profile at 4:00 am the pt expired from an apparent overdose. The pump was programmed for pca profile, with a concentration of 10ml/hr, basal rate was 8 mg/hr.